Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera was not working. The site stated that the camera sometimes was not working it was in red status. After moving the camera a little bit it worked again. The potential cause of the event could be a loose connection or something damaged on the camera cart. No patient was present at the time of the event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733575, serial/lot #: unknown. A manufacturer representative went to the site to test the equipment. It was noted that the camera cable was replaced. The navigation system then passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the scu/psu cable was returned to the manufacturer for analysis. Analysis found no failure. The returned cable had no apparent physical damage and passed a continuity test with no opens or shorts detected. H6: codes d02 and c02 apply to the system. Codes d14 and c19 apply to the hardware part. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.